Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed de novo target lesion was located in the proximal left main coronary artery. Pre-dilation was performed using a 4mm balloon. Following pre-dilation, residual stenosis was 85%. A 3.50x20mm promus element plus drug-eluting stent was advanced and successfully deployed. Angiogram was performed and revealed that a few stent struts looks fractured on the mid segment of the left main. The physician engaged another guide catheter and the guide catheter hits the proximal site of the stent and got deformed and hanged on the aorta. The patient was sent for surgery and coronary artery bypass graft (CABG) was performed and the procedure was completed. No further patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that stent fracture occurred. The moderately calcified target lesion was located in the protected left main artery and not on the proximal left main as previously reported. While advancing the device, significant resistance was encountered.